Event description:
It was reported that pt underwent total knee arthroplasty in 2002. Tibial components revised in 2007. Photographs indicate damage to the tibial bearing and metal on metal articulation on the locking bar component with fracture of the clip section.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.